Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a biopsy procedure. According to the complainant, during the procedure, the forceps caused excessive bleeding. However, the extent of the bleed is not known nor was it reported if intervention was required to treat the bleed. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient (B)(4) no code available (bleeding with possible intervention to treat). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).